Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -13.0/2.5/101 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was repositioned due to lens rotation. The repositioning did not resolve the problem. On (B)(6) 2022 the lens was removed and a replacement lens of longer length lens was implanted and the problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
Patient information:unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
H6-device evaluation: lens returned in a micro-centrifuge vial; dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).